Event description:
Surgeon attempted to use ethicon laparoscopic clip applier and it did not work as expected. Surgeon stated "this is shearing the tissue without applying a clip." The clips did not appear to be coming out symmetrically or holding onto the desired vessels. The clip applier was removed from the sterile field.